Event description:
It was reported that during a cryo ablation procedure, cardiac tamponade was identified via intra-cardiac echo (ice) ultrasound. The patient had a pericardial effusion. Pericardiocentesis (pericardial tap) was performed. The case was aborted under anesthesia. Some ablation was completed during the procedure. The patient was taken to surgery for an open heart exploration. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient died the night of the surgery in intensive care unit (ICU). During the open heart exploration, the surgeon was unable to find any specific perforations or damage to the cardiac or surrounding tissues. The cause of the cardiac tamponade is unknown.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least seven applications were performed with a non-returned afapro28 balloon catheter with lot: 14819 without any system notice on the date of the event. In conclusion, the clinical issues (pericardial effusion and cardiac tamponade and eventually death) occurred during and following the procedure. There is no indication of relation of adverse event to the performance and malfunction of the product. The physical product was not returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.